Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Client stated that on three occasions, the "o" rings in the reservoir were either missing or not seated correctley inside the reservoir. No further details.